Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was hospitalized for a high blood glucose of 30 mg/dl two hours before the call. The patient had changed the infusion set and then their blood glucose began to rise. The customer threw up and felt dizzy and was taken to the hospital. Troubleshooting did not occur for the pump but the diabetes nurse inspected the pump herself and decided that it was not functioning properly. The customer was advised that a replacement pump will be sent. No products were returned as of yet.